Manufacturer narrative:
The bhcg sample was collected in a 13x100mm greiner lithium heparin plasma tube. The customer centrifuges samples for fifteen minutes at 3,000g at 19° c. The customer noted that the sample was a clear, full draw analyzed from the primary tube. Qc system information has not been supplied to date. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse removed both precision pumps and noted excessive debris. The fse cleaned both pumps and replaced the o-rings. The fse verified ultrasonic performance and alignments for both reagent pipettors. The fse performed pipettor matching, pressure sensor calibrations and low volume pipettor matching; all testing passed within instrument specifications. The fse released the instrument back to the customer for routine analysis. Although service was dispatched and addressed some hardware issues, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bec) regarding a false positive (+) total bhcg (tbhcg) result generated by the unicel dxl 600 access immunoassay system for one patient. Subsequent testing on a different instrument produced a lower result within the normal reference range. The elevated result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.